Manufacturer narrative:
Device evaluation indicated that the ipg and leads passed all tests performed. The source of the complaint could not be determined. Ipg: current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. The ipg passed all the required tests and revealed no anomalies. Leads: visual/x-ray inspections were performed to ensure the device integrity. No anomalies were found. Clik anchor: one of the eyelets was damaged. There was no missing silicone.

Event description:
A report was received that the patient had pain at the pocket site due to the way how the device was implanted. It was reported that the pocket site was near the midline incision. The patient underwent a pocket revision wherein all the devices were explanted per patient's preference. No device malfunction.

Event description:
A report was received that the patient had pain at the pocket site due to the way how the device was implanted. It was reported that the pocket site was near the midline incision. The patient underwent a pocket revision wherein all the devices were explanted per patient's preference. No device malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.